Event description:
It was reported that the patient heard an alert tone every 6 hours and received a shock due to the right ventricular (rv) lead having t-wave oversensing which resulted in anti-tachycardia pacing (atp). Atp accelerated the rhythm to fast ventricular tachycardia (fvt) which led to the patient receiving a shock. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.